Event description:
It was reported that the hub separated which required an additional device. A flexima all purpose drainage catheter was selected for use. The device was successfully placed in the patient, and the patient was discharged home. However, the hub separated and the patient was required to return to the hospital for a device replacement. The drainage catheter was successfully removed, and a new device was implanted. There were no patient complications as a result of the event. It was further reported that the tube appeared to be broken and was removed from the patient intact. The fracture was observed at the junction where the blue section of the flexima drain meets with the white section. The drainage catheter was placed less than 48 hours.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Only a section of the stent was returned for the analysis. It was observed that the hub and the middle of the stent were detached, also the suture was detached.

Event description:
It was reported that the hub separated which required an additional device. A flexima all purpose drainage catheter was selected for use. The device was successfully placed in the patient, and the patient was discharged home. However, the hub separated and the patient was required to return to the hospital for a device replacement. The drainage catheter was successfully removed, and a new device was implanted. There were no patient complications as a result of the event. It was further reported that the tube appeared to be broken and was removed from the patient intact. The fracture was observed at the junction where the blue section of the flexima drain meets with the white section. The drainage catheter was placed less than 48 hours.

Manufacturer narrative:
B3 - date of event: event date not reported and estimated based on aware date.

Event description:
It was reported that the hub separated which required an additional device. A flexima all purpose drainage catheter was selected for use. The device was successfully placed in the patient, and the patient was discharged home. However, the hub separated and the patient was required to return to the hospital for a device replacement. The drainage catheter was successfully removed, and a new device was implanted. There were no patient complications as a result of the event.